Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2004 and (B)(6) 2007 and mesh were was implanted into the patient. No clarifying information is provided. It is also reported that the patient experienced pain, discomfort, pressure, difficulty voiding urine, continued incontinence, discharge, scarring, infection, odor, bleeding, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and a mesh was implanted. The patient experienced pain, erosion, and urinary problems. The patient underwent mesh revision/removal on (B)(6) 2005 due to mesh erosion. No additional information was provided.

Manufacturer narrative:
A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot 3041225 and product code tvts1.